Manufacturer narrative:
The event occurred during a diagnostic cycle; no instruments were present in the system 1e processor. A steris service technician arrived onsite to inspect the system 1e processor and found the unit to be operating according to specifications. No repairs were required. Upon further discussion with the user facility, the technician learned that during the time of the reported event, the user closed the unit's lid with the aspirator probe assembly not properly seated, which allowed water and some residual s40 sterilant to leak out of the unit and onto the floor. While cleaning up the leak, the employees utilized a cleaning agent that is a strong oxidant, which is not compatible with the s40 sterilant, causing the employees to experience eye and chest irritation. The s40 sterilant safety data sheet states, "stability and reactivity: incompatible materials - oxidizers". The safety data sheet for the facility's cleaning agent (defender) states, "contact with acids releases toxic gases". The technician counseled the user facility on proper use and operation of the system 1e processor, specifically, assuring the aspirator probe assembly is properly seated prior to initiating a cycle, and the importance of not mixing incompatible agents. No additional issues have been reported.

Event description:
The user facility reported that three employees experienced eye and chest irritation while cleaning up water that leaked from their system 1e processor. Medical treatment was sought.